Event description:
Additional info was received from the customer. The post mortem report from the chief medical examiner stated the cause of death was #1 acute aspiration of gastric contents into airway complicating morphine treatment of chronic pain, #2 morbid obesity, #3 cardiomegaly with left ventricular hypertrophy. The chief medical examiner's opinion was that the "manner of death is accidental; the pt was not consuming alcohol prior to death". The customer completed their internal investigation and determined that there was no pump error and there was no user error.

Event description:
Report received of a death while the pump was in use. The pump was programmed in 2002 at 5:18pm to deliver morphine 5mg/ml in the pca only mode with a pca dose of 1.5mg, a pt lockout of 15 minutes, and a 4-hour limit of 30mg. At 7:55pm, the pca dose was increased to 1.8mg. The pump was reportedly programmed consistent with the physician's order. The following day at 9:22pm, the pt received the last administered pca bolus dose. At 10:00pm, the nurse had charted that the pt was sitting on the edge of the bed vomiting. At 10:15pm, the pt was treated with 25mg of IV push phenergan for nausea. At 11:15pm, the nurse technician entered the pt's room to obtain routine vital signs and found the pt to be unresponsive. At that time, a "code blue" was called. The pt was unsuccessfully treated with an unspecified dose of narcan and treatment per acls protocol. The pt expired the next day at 12:10am. The hospital suspects a pulmonary embolism as the cause of death. The amount of medication that was wasted from the syringe matched with the amount expected to be left in the syringe. Although requested, no add'l info was available.